Event description:
A customer reported a ¿scan unsuccessful¿ error message on the adc freestyle libre 2 sensor during wear. As a result, the customer was unable to obtain sensor scans and experienced symptoms described as ¿feels like passing out¿ and a seizure. The customer was unable to self-treat and her co-worker treated her with unspecified medications. The customer then had contact with a healthcare professional who diagnosed the customer with hypoglycemia; however, the customer reported only receiving treatment of nifedipine (antihypertensive). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.